Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold. The lead was removed, except for the tip it remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.